Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was highs over the past couple months 300mg/dl, 400 mg/dl and were treated with manual injections. The customer¿s other blood glucose was 243 mg/dl. The customer had issues with sets not sticking; the adhesive was not staying over the past month. The customer stated that 2 months they have affected the blood glucose; they changed the set this morning. The customer after lunch noticed that the set was loose. The customer stated that they were having issues with infusion sets coming out after they puts them in. The customer stated declined troubleshooting for high blood glucose. The device will not be returned for analysis.